Event description:
Plaintiff alleged that during (B)(6) 2013 his hip was popping in and out and had to pop back in place. He cannot walk without crutches or cane.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown stryker hip. Additional information is not available at this time due to ongoing litigation. Should additional information become available, it will be provided in a supplemental report. Device not returned to manufacturer